Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for post-implant follow-up. Episodes of noise reversion were noted on the patient's atrial lead. There was no obvious noise on the electrogram recordings. However, the patient had been in a coarse atrial fibrillation and flutter. Programming changes were made, and the patient was given a remote rf transmitter and instructed on its use. On (B)(6) 2019, the physician dislodged the patient's right ventricular lead during an unrelated procedure. On (B)(6) 2019, the physician explanted the right ventricular lead. The lead port was plugged. Pacing functions were turned off. On (B)(6) 2019, the physician implanted a new pacemaker system in the abdomen. The patient was stable. Related manufacturer reference number: 2017865-2019-11829.